Manufacturer narrative:
No product was returned to the manufacturer for device evaluation and no lot number was reported, the manufacturer is unable to investigate further. No trends were identified, and no root cause could be established. The relationship between the coopervision device and the event is unconfirmed.

Event description:
The manufacturer received notification of the incident via notification of materiovigilance report number (B)(4) received from the (B)(4) national agency for the safety of medicine and health products, reported by doctor (B)(6). The incident was reported as a corneal ulcer in the right (od) eye. Further information received from the eye care provider indicates that the patient south medical treatment after experiencing redness and pain. The care provider states that the patient had been wearing the contact lenses night and day continuously for fifteen (15) days in a row. The patient had also gone swimming in a public pool with the contact lenses instilled in the eye. The patient was diagnosed with a peripheral infectious corneal ulcer (microbial keratitis), the patient was seen for several follow up appointments and treated with four medications. As of (B)(6) 2019, the incident has fully resolved, and the patient has resumed contact lens use. This incident is being reported due to the medical intervention or use of medication required to prevent or preclude a permanent injury or illness or function of the body structure.